Manufacturer narrative:
Findings: insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08805 inches. Unit was received with intermittent escape button response due to flattened escape button dome switch (no crease). No frozen display noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the date test. Unit was received with intermittent esc button response due to flattened esc button dome switch. No frozen display noted. Keypad connector was fully locked. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer called and reported that they would seek emergency medical assistance due to high blood glucose. The customer's most recent blood glucose was 562 mg/dl. The customer was at 300-400 mg/dl during the day and drop to 90 mg/dl at night. The customer states the infusion sets were also coming off their body due to humid conditions. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the unresponsive keypad issues. The customer states they have a frozen display and the pump is going through batteries more rapidly than it should. The customer has been getting low battery alarms which they cannot clear and no delivery alarms. The customer also states that the pump is over delivering because their levels were very low in the morning. The insulin pump will be returned for analysis.